Manufacturer narrative:
The treatment tip was returned for evaluation. Visual inspection found a dent on the surface and dielectric breakdown on surface. No functional test was performed due to dielectric breakdown on tip surface. Breakdown of the dielectric material, and/or build-up of foreign substance on the dielectric, can cause the radiofrequency energy, delivered by the system, to focus in a small area of the membrane, rather than to be uniformly distributed over the entire membrane area. Users are instructed to inspect the tips for any signs of damage prior, during, and after treatment. Clinicians should frequently inspect the tip membrane during treatment for signs of breakdown and build-up of foreign substances. With respect to the thermage cpt system, solta medical recommends that a tip membrane inspection be performed at the outset of the procedure and every 50 pulses thereafter. Solta medical also emphasizes its recommendation to carefully monitor the condition of the patient's skin during treatment. The device history record was reviewed and there were no discrepancies or unusual finding that relate to the reported issue.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation. Note that this event in this report is related to MDR #3011423170-2017-00054.

Event description:
Return of the device showed dielectric membrane breakdown on the surface of the treatment tip. It was reported that a patient experienced a burn on the face and neck. The highest energy level used during treatment was 6.0. The treatment was canceled and no medical intervention was required. The patient used over the counter "silva-sulfa 1% cream" for the burn. The burn has healed, with only light pigmentation reported. It was noted that this was the not the only patient treated with this tip.